Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor electrode broken. Missing broken part. Also found needle bent inside needle hub.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had fractured while in the body. Customer's blood glucose level was 114 mg/dl. Customer reported that the introducer needle was still in the body. Customer stated that they removed sensor and notice the cannula was broken. Customer also reported that they did not received medical treatment as a result of the needle fracturing while still in the body. Customer also stated that the changing sensor and loss of communication. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
.